Manufacturer narrative:
(B)(4) exp initial emdr submission. The sample has been sent to the manufacturer and is in the process of being evaluated. Once the investigation is complete a follow-up submission will be completed.

Event description:
There was a disconnect between the filter and anesthetic machine. The customer reported that the disconnect continued for 5 minutes. Leak check was no problem. However, the patient's spo2 decreased after the anesthesia started. Therefore, the medical staff changed from the anesthesia machine (ge estiva) to manually operated ventilating bag. The medical staff has performed the manually operated ventilating bag for five minutes, and then the medical staff noticed the disconnection between the filter and the anesthesia machine. The medical staff administered the antagonist to the patient and took the computed tomographic scanning for the patient. The patient recovered, but the medical staff discontinued the surgery.

Manufacturer narrative:
(B)(4). The complaint sample was received and an evaluation was completed. A retain sample from the same lot was also reviewed. Dimensional analysis was done on the connector of the patient and machine side of the product. Measurement results indicated that all dimensions were within the iso gauge specification requirement indicated in the product drawing. No out of specification readings were detected. This is the first complaint received for the disconnection between the filter and the anesthesia machine. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue. The root cause of the reported issue could not be confirmed during the evaluation as the issue could not be duplicated and all product dimensions were found to be within specification.